Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a needle and holder separate/spin out. The following information was provided by the initial reporter. The customer stated: "the patient needle broke off from the base and was left into the patients arm. While performing venipuncture, a loud snap was heard upon entry of tube into vacutainer holder. The needle completely detached/broke off from the base of the needle holder and was left into the patient's arm. Staff member had to remove the needle from patient's arm."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 1/19/2022. H.6. Investigation: bd had received 5 samples from the customer for evaluation. 5 customer samples were subjected to a visual functional test for proper activation and hub/collar separation and the indicated failure of a hub/collar separation or broken IV needle was not observed as all of the samples were activated properly with no issues observed. Therefore, 30 retention samples from bd inventory were evaluated by visual functional testing for proper activation, hub/collar separation and broken IV needle and the issue relating to broken IV needle was not observed as all of the samples were activated properly with no issues observed.. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode broken IV needle. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ blood collection needle there was a needle and holder separate/spin out. The following information was provided by the initial reporter. The customer stated: "the patient needle broke off from the base and was left into the patients arm. While performing venipuncture, a loud snap was heard upon entry of tube into vacutainer holder. The needle completely detached/broke off from the base of the needle holder and was left into the patient's arm. Staff member had to remove the needle from patient's arm."